Event description:
The customer had called in to report that their coulter lh 500 hematology analyzer gave a flow cell clog error after they had purged and bleached. A beckman coulter field service engineer was dispatched to the customer site and discovered a leak. The leak was about 5 ml and was contained within the instrument. The analyzer did not generate any errors as a result of this event. The operator was wearing gloves and a laboratory coat at the time of this incident. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous patient results were generated due to this issue.

Manufacturer narrative:
Upon inspection, the fse observed a leak in tubing at pinch valve (pv27). The fse replaced the tubing through pinch valve (pv27) to resolve the leak and flow cell clog errors. Failure mode was related to a hole in tubing at pv27. However, the instrument had generated flow cell clog errors to alert the customer to an instrument problem. (B)(4).